Event description:
The customer states that they heard a pop sound and could not fluoro. A reboot fixed the problem.

Manufacturer narrative:
The ge service rep could not reproduce the problem. He greased the tank and tube high voltage cable then verified with several minutes of fluoro and film exposure that the system did not make a pop sound. The system operates as intended.